Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl; cause was unknown. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and released from the hospital on (B)(6) 2025 with the issue resolved. Healthcare provider observed customer experienced memory loss due to the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.